Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010; inratio: 5.8; lab: 4.5. Date: (B)(6) 2010; inratio: 5.6; lab: 4.6. Lab draw and meter readings were obtained one after the other. Pt was on antibiotics the week of (B)(6); last dose of antibiotics was on (B)(6).

Manufacturer narrative:
Investigation pending.